Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed on (B)(6) 2019 to treat a lesion with heavy calcification and moderate tortuosity in the left anterior descending (lad) coronary artery. Pre-dilatation was performed and a 3.0 x 18 mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted successfully. However, the next morning, (B)(6) 2019, the patient had st changes and echocardiogram showed in-stent thrombosis. On (B)(6) 2019, a second procedure was performed in which two additional xience sierra stents were implanted and additional anticoagulant was given. Additional post dilatation was performed with the 3.0 x 18 mm xience sierra. The patient was stabilized and had a good outcome. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.